Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, while using a sureform 60 stapler instrument loaded with a green sureform 60 stapler reload, a tissue pushout event occurred, and the staples did not deploy during the firing sequence, leaving a 1.5 cm gap in the staple line. Per the reporter, there were a lot of pauses during the stapling sequence. As the surgeon proceeded with the staple fire, it appeared as though the staples were deploying, and the tissue was being cut. Toward the end of the staple line, the "tissue too thick" message appeared; between the start of the staple line to the point where the message appeared, the staples didn't deploy, but the tissue was cut, leaving a hole in the staple line. He believed that the surgeon oversewed the area in two layers to fix the gap. The surgeon was using ethicon slr buttress material, which he began using for cases in the past month or so. Prior to using this buttress material, it was rare that he would get a "tissue too thick" message.

Manufacturer narrative:
Based on the customer's claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the product for evaluation. If additional information is obtained, a follow-up MDR will be submitted. A review of the device logs for the instrument associated with this event was performed by an isi failure analysis engineer (fae). Per the fae, the logs show the instrument was installed 6 times, and it fired 6 reloads (2 green, followed by 4 blue). The first two firings were completed, with multiple pauses for compression, and then the 1st blue firing failed at 56.8% completion, following multiple pauses for compression. The subsequent 3 firings with blue reloads were completed, with no pauses for compression. There were no incomplete clamps by this instrument, and the logs do not show any errors related to stapler usage. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Manufacturer narrative:
A video clip associated with this event was provided by the site, and a review was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). The following additional information was provided: 0:00: the sureform 60 stapler instrument is positioned and clamped on the stomach, loaded with a blue sureform 60 stapler reload. The surgeon initiates a clamp by pressing the blue pedal. It is difficult to tell how much tissue is in the jaws, due to the angle of the endoscope. 0:01: the surgeon initiates the staple fire by pressing the yellow pedal. 0:04: the stapler begins to fire. During the staple fire, there are pauses for compression at 35mm, 31mm, 30mm, 29mm, 24mm, 19mm, and 18mm. 0:46: the following message appears: ¿tissue too thick to continue. Tap blue pedal to unclamp and consider changing reload color.¿ 0:52: the surgeon initiates the unclamping process by pressing the blue pedal. 1:01: two messages appear: (1) ¿remove stapler. Warning: blade may be exposed.¿ (2) ¿move grip to match instrument.¿ 1:02: the stapler jaws are opened, and a small bleed occurs on the left side of the staple line. It is grasped by the fenestrated bipolar forceps instrument on arm 4. The stapler blade is exposed at roughly the 20mm marking. 1:16: the stapler is removed . 1:20: the surgeon appears to begin inspecting the bleed and the staple line. It is difficult to comment on the staple formation, due to angle of the endoscope. Based on this additional information, the primary product was corrected from a green sureform 60 stapler reload to a blue sureform 60 stapler reload.

Event description:
Refer to h10/h11 for follow-up information.